Manufacturer narrative:
9/11/97-supplemental rpt #1 submitted to FDA.

Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument did not fire any staples. The surgeon applied another device without patient injury.